Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that his blood glucose was 400 mg/dl and he was having problems with the insulin pump. The customer stated that it was stuck in the rewind loop and alarming. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. No alarm noted during testing. The insulin pump had a missing end cap sticker.